Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and titanium adapter which resulted in leak. The event was further described as ¿the plastic knob on the silver/titanium part in the middle of the hose of the catheter and the solution that was dwelling inside squirted out¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.